Event description:
Caller reported a malfunction on the pump, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset process. However, the caller did not have the necessary charging supplies at the time and will follow up as needed to complete the pump reset. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.